Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from (B)(6) of did not wear a mask and peritonitis coincident with dianeal ultrabag therapy. On (B)(6) 2012, the patient began treatment with dianeal ultrabag therapy (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter (B)(6) technical services, the following was reported. On an unreported date, the patient did not wear a mask. On (B)(6) 2012, the patient experienced peritonitis. The patient was not hospitalized for peritonitis. On (B)(6) 2012, the patient was treated with injection (inj.) Vancomycin (1g, starting dose, route not reported) inj. Reflin (1g, once daily (od), route not reported), inj. Orzid (1god, route not reported), inj. Amitax (100 milligram (mg), od, route not reported) and inj. Heparin (500 international unit (iu) in all bags). Outcome for the event of peritonitis was unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Information regarding patient re-training on proper aseptic technique has been requested from the local baxter affiliate. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of a use error-breach in aspetic technique and peritonitis was confirmed because it was reported there was a break in aseptic technique by the customer described as not wearing a mask. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The assignable cause was undetermined. The patient was retrained on aseptic technique.